Manufacturer narrative:
Section a1 - patient identifier: sids= (B)(6). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 64394uq06 and complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. The samples, when reran on another analyzer using same reagent lot, generated all results within normal range. Quality controls were in range during the time of discrepant results. The customer ran precision and performed calibration again after which no further discrepant results were seen. Based on this investigation, no systemic issue or deficiency was identified with the alinity c carbon dioxide reagent, lot number 64394uq06.

Event description:
The customer observed discrepant alinity c carbon dioxide results generated on the alinity c processing module for multiple patient samples. The customer stated some samples generated the alinity c carbon dioxide results of around 37 mmol/l and when repeated on another instrument, the results were within the normal range of 22 to 30 mmol/l. Additionally, some patient samples generated falsely decreased alinity c carbon dioxide which were discrepant with the blood gas results. The following data was provided: (B)(6) 2023: sid (B)(6) alinity result = 8.3 mmol/l; blood gas (venous) co2 result = 39 mmhg. Sid (B)(6) alinity result = 12.0 mmol/l; blood gas (venous) co2 result = 41 mmhg. No impact to patient management was reported.